Event description:
It was reported that on september 13th, an acessa procedure, hysteroscopy procedure, and myosure procedure were performed on the same patient and the patient presented to the doctor 2 weeks post-operation and was informed of circular burn mark on the left side of her buttocks. Both myosure and acessa procedures were completed. The patient is paraplegic due to a car accident. The patient has a metal rod in the mid back. Rod is located above the uterus. The doctor. Reviewed any and all contraindications with the patient and chose to proceed with the myosure and acessa procedures. The patient did have a bovie leg pad (not an acessa leg pad) on the right side leg during the acessa procedure. The patient was using hydrogen peroxide to clean the area and it was not healing. The patient was told by the doctor to use neosporin to tend to burn marks. No additional information available.

Manufacturer narrative:
Di: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. 3 devices were involved in this event: 1222780-2023-00392 and 1222780-2023-00393.